Manufacturer narrative:
Findings: unit received with missing retainer ring and reservoir tube lip o-ring. Unable to perform displacement test due to physical damage. Unit received with faded serial number label. Unit received with cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay texture damaged. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the display was scratched. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.